Event description:
Info received indicates the casters continue to swivel in brake mode.

Manufacturer narrative:
The technician found the casters were worn. He replaced the four casters to repair the stretcher.